Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 11 years and 5 months due to critical aortic stenosis from a degenerated prosthetic valve. Per the op report, the old prosthetic valve was quite stenotic during explantation. The device was replaced with a new edwards prosthetic valve. Tee revealed good function of the valve without leak. There were no operative complications.

Manufacturer narrative:
Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis. The op report documents that the stenosis was due to a degenerated pericardial valve. Structural valve deterioration, or degeneration, is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.